Event description:
After 6 months of implantation, this ICD was explanted because of pocket migration.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Use before date: 11/13/2007. Moreover, it should be noted that migration is a well-known complication of cardiac pacing / defibrillation systems, and this has already been described in the literature.